Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarm during a dual bolus or square wave bolus. Customer reported that insulin pump was newly replaced. Customer's blood glucose was unknown. After troubleshooting, customer was advised that no delivery alarm should not occur with dual or square wave bolus. Customer was advised that insulin pump would need to be replaced.